Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the thumb pusher was detached. Functional testing of the instrument and loading unit was conducted by reattaching the firing knob. A test single use loading unit (sulu) from lot was then loaded into the returned instrument. The sulu unloaded and loaded repeatedly without difficulty. The instrument and sulu were applied to the appropriate test media. The knife blade cut completely and cleanly and the remaining staple line was properly formed. The firing knob could be advanced and retracted without any hang-ups. It was reported that the returned knob was broken. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open bowel resection, at the transection of ileum, after firing the device, the surgeon began to retract the knob. However, the knob broke at the almost final phase of retracting process. The surgeon opened the jaw of the stapler and ordered to replace the broken stapler with new one. There was no patient injury.